Event description:
It was reported that during initial implant patient's new right ventricular (rv) lead exhibited high out of range pacing impedance. The lead was not installed, and the procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.